Event description:
Additional information received per the medical records indicate that the patient had a recent ischemic cerebrovascular accident (cva). He was transferred to rehab after developing shortness of breath. A computed tomography (CT) angiogram revealed bilateral pulmonary emboli. A duplex ultrasound revealed acute deep vein thrombosis in the left leg. The form states that the patient was not a good candidate for long term anticoagulation therapy due to his stroke.   The filter was deployed via the patient's right femoral vein. A venogram was then performed of the inferior vena cava (ivc). The ivc was patent and less than 20 mm in diameter. It was difficult to visualize the renal veins, but there was a hint of the renal veins at approximately the l1-l2 interspace the filter was then deployed below the level of the renal veins without difficulty. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced clot in the filter, stenosis, caval thrombosis, filter embedded in wall of the ivc and complex removal. The patient became aware of the reported events approximately twelve years and two weeks after the index procedure. Ten days later the patient had a percutaneous removal procedure. The patient also experienced blood clots and pain (at site, in leg and groin). The patient was bedridden, had a blood transfusion and experienced frequent urination. The form states that the patient passed away, but there was no indication if this was related to the device.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4581 was used for 'death'. The form states that the patient passed away, but there was no indication if this was related to the device. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused clot in filter, stenosis, caval thrombosis. The patient¿s relative reported that the patient experienced clot in the filter, stenosis, caval thrombosis, filter embedded in wall of the ivc and complex removal and became aware of the events approximately twelve years and two weeks post implant. A percutaneous removal of the filter was performed ten days later. It was also reported that the patient experienced blood clots and pain (at site, in leg and groin), was bedridden, had a blood transfusion and experienced frequent urination. The relative indicated that the patient was deceased however, a cause of death or relationship to the device was not provided. According to the medical records, the patient had a recent ischemic cerebrovascular accident (cva). The patient was transferred to rehab and developed shortness of breath. A computed tomography (CT) angiogram revealed bilateral pulmonary emboli. A duplex ultrasound revealed acute deep vein thrombosis in the left leg. The form states that the patient was not a good candidate for long term anticoagulation therapy due to the stroke. The filter was placed via the right femoral vein and deployed below the level of the renal veins without difficulty. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusive thrombosis of the filter and/or the vasculature and stenosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the reported events could not be confirmed or further clarified. While it was reported that the patient is deceased, with the limited information provided and no cause of death reported a clinical determination or relationship to the filter could not be made. Site, leg and groin pain and frequent urination do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section a3:&nbsp; please note that the patient is a male.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused clot in filter, stenosis, caval thrombosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis of the filter and/or the vasculature and stenosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to clot in filter, stenosis, caval thrombosis, filter embedment and complex removal. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The form states 'complex removal', but no documentation of any attempt to remove the device was provided.